Event description:
A female had been hospitalized for approximately one month with respiratory failure and new onset of atrial fibrillation. While in critical care unit the patient was receiving bipap with the use of a face mask. The patient was on bipap intermittently over a 3 day period. On day 3 of bipap, the patient was noted to have a deep tissue injury to the cheeks and forehead. The patient was treated with xenoderm ointment. Patient also noted to have periods of bradycardia, and a poor nutrition status. Patient had refused intubation and bipap was being used as an alternative to support the patient's respiratory status.